Event description:
It was reported a revision hip surgery was performed due to pain and wearing of the implants.

Manufacturer narrative:
Please review attached for the investigation results. [(B)(4)].